Event description:
It was reported to vyaire medical that the map (mean airway pressure) on the 3100a ventilator was not going below 9cmh2o.there is no information of patient involvement associated with the event as of this time.

Manufacturer narrative:
Vyaire file identification: (B)(4). H10: vyaire medical was able to confirm pressure issues on the unit but was unable to duplicate that the map (mean airway pressure) was not going below 9cmh2o. Vyaire field service representative (fsr) evaluated the device on-site, and found that the unit was working as expected. However after testing multiple times, it was noticed that it was acting sporadically when pressurizing. The fse asked for a new circuit from respiratory and that corrected the pressurizing issues. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.